Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, (1st test) inratio: 2.1, (2nd test) inratio: 3.1, lab: 3.6. Customer just received the meter and has not had formal training.

Manufacturer narrative:
Investigation pending.